Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide a correction to the initial d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "procedure was interrupted and postponed" occurred due to a device malfunction. However, the root cause of the phenomenon could not be specified. Additionally, it is possible the phenomenon "color bars appear on the image" and the phenomenon "error code b38" occurred due to failure of the printed circuit boards. However, the root cause of the phenomenon's could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed there were no patients present at the time of the event and the technique is unknown.

Event description:
An olympus representative reported on behalf of the customer that when turning on the evis exera iii video system center for the first time, the image shows a color bar and error b38 (please cycle power using main switch) message was displayed at the top of the screen during preparation for use for the intended diagnostic procedure. The intended procedure was postponed. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.